Event description:
Clinical study. It was reported that 5 months after a coronary drug eluting stenting treatment procedure, a target vessel reintervention was performed.

Event description:
Target lesion 1 was located in the 1st diagonal with 90% stenosis and was 32mm long with a reference vessel diameter of 2.9mm. Target lesion 1 was treated with cutting balloon angioplasty and a 2.5x24mm taxus stent, with 0% residual stenosis. The pt was discharged the next day on asa and plavix therapy. In about 5 1/2 months later, pt underwent cardiac catheterization to evaluate symptoms of increasing shortness of breath, ankle edema and fatigue. Per source documents a repeat cardiolite stress test sep/2004 indicated lvef 49% and anterior wall ischemia consistent wtih lad disease. Coronary angiography 7 days later revealed lmca calcified eccentric 50% mid stenosis lad calcified eccentric 75% and 70% mid stenoses calcified eccentric 90% restenosis of the ostial 1st diagonal lcx 30% proximal stenosis with calcified luminal irregularities rca - calcified eccentric 40% mid stenosis. About 1 month later pt underwent recommended coronary artery bypass grafting x 3 with svg as a "y" to diag1 and ramus, and lima to lad. The pt was discharged 4 days later. In the opinion of the physician, the relationship of the event to the taxus stent is "probable."

Event description:
The pt was enrolled in the program in 2004, receiving a 2.5 x 24 mm taxus stent in the first diagonal branch of the lad. In about 7 months, the pt underwent CABG, receiving a graft to the diagonal branch secondary to diffuse instent restenosis. No other pt complications have been reported.